Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a ¿change insulin¿ alert on the ilet overnight, changed supplies, then later experienced low glucose alarms after a night of elevated glucose with automated corrections; the user noted recent gastric issues with slow digestion and had eaten a gummy bear at night. Symptoms included hypoglycemia with a lowest reported value of 50 mg/dl and associated low glucose alerts. Outcomes included an ems evaluation without treatment, self-treatment with oral carbohydrates and food, and recovery without hospitalization. Investigation included complaint handling review and troubleshooting with user education on hypoglycemia treatment. Investigation of this case revealed no device malfunction reported and an unclear etiology of the hypoglycemia, with potential contribution from delayed carbohydrate absorption and nighttime intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.